Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the right lead had pulled out from the right extension. During the procedure the lead was re-inserted into the extension to resolve the issue.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient's left extension had low impedances and the right extension had high impedances. Surgical intervention was undertaken on (B)(6) 2025 wherein both extensions were repositioned.